Manufacturer narrative:
Further investigation of the device found multiple components affected by electrical overstress, the h-bridge fets, q71, q72 and q74 were affected. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device made a loud pop. Upon investigation it was found the device would not deliver defibrillation energy. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed that the device would not deliver defibrillation energy. The customer will receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device made a loud pop. Upon investigation it was found the device would not deliver defibrillation energy. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.